Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom which was reproduced. System error 322 was confirmed and caused by loose upper latch switch bracket nylon screws. This would allow the switch to move causing the reported symptom. The failed upper auxiliary assembly was replaced. It was reported that a device is alarming system error 322. It was also reported that there was no pt injury.

Event description:
It was reported that a device is alarming system error 322. It was also reported that there was no pt injury.